Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal stenosis, lumbar radiculopathy and spinal pain. The patient reported that his device hadn¿t worked since implant. The patient reported that he worked with a local manufacturer¿s representative (rep) who tried to reprogram the device, but it was successful ¿for 5 minutes¿ then didn¿t work. The patient reported that stimulation would go down his leg and everywhere except where he needed it to go. The patient reported meeting with another rep as well and said she fixed it, but it didn¿t work after she left. The patient reported that the rep told him the wires were fresh in his body and didn¿t have scar tissue built up which was why he felt the ¿extra jolting¿ and soreness. The patient reported that he went from about (B)(6) pounds to now only (B)(6) pounds. The patient reported that around the time he lost weight, he noticed his device stuck out. The patient reported that he couldn¿t lay down and had to lay in a recliner. The patient reported pain and more soreness/irritation and though it was related to the device. The patient reported that he stopped charging the device because it wasn¿t working for him anyway, so his ins was now dead. Additional information was received from the patient on 2018- 03-02. The patient reported that the unit only worked when the tech was there, when he left stimulation was always wrong, no relief and a lot of pain. The patient reported that she called several times and couldn¿t get help. The patient reported that it had not worked, all pain wrong location and the battery was dead. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that when the device was charged and working, stimulation was going anywhere expect for where it was supposed to go. The patient reported that stimulation was supposed to be for his lower back instead he felt stimulation in his arms, chest, legs, everywhere expect for where it was supposed to be. The patient reported that he thought it started happening in (B)(6) 2016 and was happening periodically throughout the whole year. The patient reported that his device was no longer working at all, the ins was dead. The patient reported that it wouldn¿t take a charge. The patient reported that he had to go over troubleshooting with a woman over the phone, he wasn¿t sure, but he believed it was a manufacturer¿s representative (rep). The patient reported that he needed a rep to come to the mayo clinic for an appointment with an orthopedic healthcare provider (hcp). No further complications were reported.